Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including functional testing without duplicating the report. An internal inspection found no discrepancies. The o2 valve was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "o2 valve fault-3011" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.